Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
When removing the silverhawk back into the 7f sheath it became stuck at the distal end. After multiple attempts, the physician pulled with force to remove the catheter and the nosecone separated from the rest of the device. The physician then snared the nosecone from the iliac artery. The lesion was in the tibial vessel and wire access was lost due do the incident. The case was completed with the snare. They then put down an .014 pta balloon to perform angioplasty.

Manufacturer narrative:
A review of the manufacture records for this device was not conducted because the lot number is unknown. Evaluation of the returned turbohawk on december 3, 2015 found the distal tip was fractured 2mm distal to the cutter mouth. The separated distal assembly was not included with the received product. The turbohawk device was received with the sheath and snare from the procedure. At the distal end of the sheath tearing was observed and stopped at the marker band of the sheath. The observed tear may have been associated with the experienced resistance upon attempted removal of the turbohawk. The root cause of the reported event could not be determined at this time. The instructions for use for the turbohawk includes the following: ¿never advance the distal tip of the turbohawk catheter near the floppy end of the guidewire. A turbohawk catheter advanced to this position may not follow the guidewire when it is retracted and cause the guidewire to buckle into a loop. If this occurs, the catheter and guidewire should be removed together to prevent potential damage to vessel walls. If resistance is still felt, the sheath should also be removed as part of the unit¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.